Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. H6 component code: g07002 ¿ device not returned. Related events captured via: 2210968-2024-02912, 2210968-2024-02913.

Event description:
It was reported that the patient underwent a liver transplant surgery on (B)(6) 2023, and suture was used. The suture broke when sewing in the surgery. Changed another two to continue the surgery, the same problem happened. Changed another one to complete the surgery. No patient consequence was reported. No additional information could be provided.